Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had several issues and tachy mode has been programmed off. Technical services reviewed this patient's data and confirmed numerous episodes of right ventricular (rv) oversensing and pacing inhibition, longer than 2 seconds. The patient is showing bradycardia due to this issue. The rv threshold has been high and pacing impedance has dropped, yet staying within normal limits. In addition, inappropriate anti-tachycardia pacing (atp) and tachy shocks had been delivered. Further information was provided, the patient was brought into clinic for troubleshooting and had parameters adjusted, no revision was planned. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A review of the device memory found no suspicious system errors or faults. The device pacing, shocking and recording functions were tested, which operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had several issues and tachy mode has been programmed off. Technical services reviewed this patient's data and confirmed numerous episodes of right ventricular (rv) oversensing and pacing inhibition, longer than 2 seconds. The patient is showing bradycardia due to this issue. The rv threshold has been high and pacing impedance has decreased yet staying within normal limits. In addition, inappropriate anti-tachycardia pacing (atp) and tachy shocks had been delivered. Further information was provided, the patient was brought into clinic for troubleshooting and had parameters adjusted, no revision was planned. This device remained in service for years and was eventually explanted and replaced due to normal battery depletion. This crt-p was returned for analysis and no additional adverse patient effects were reported.